Manufacturer narrative:
The insulin pump passed the functional test including the displacement test, occlusion and excessive no delivery tests. The reservoir amount matched the screen status. The insulin pump delivered the bolus properly and no bolus anomaly was noted during the testing.

Event description:
The customer called stating the insulin pump delivered a 12 unit bolus that she did not program. The customer's blood glucose reading was 60 mg/dl due to the bolus. The customer stated she changed the infusion set this morning and the reservoir appears to have less insulin that it is supposed to. The paramedics were called, and the customer was taken to the hospital due to the low blood glucose episode.